Event description:
It was reported that during a lap gastrectomy, the cartridge pan came off when the cartridge was removed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).cartridge pan dislodged. On what tissue type was the device used? At what location on the tissue? ---ileum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) ---second. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. The analysis results found that the tr35b reload was received with the pan detached and missing. The right side of the cartridge was fully fired and the left side was partially fired ½. In addition, the left wedge was missing. While no conclusion could be reached on what caused the cartridge pan to fall and the condition of the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.